Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 17 mm from the distal end. In addition, there was a mark on the grasping surface (white part), which might be caused due to grasping hard objects, such as a clip, a forceps, or etc. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe tip presumably was scratched because the physician activated output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. Eventually, the probe broke due to the load by putting the subject device on the tray. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that during uncertain surgery, the physician found that the probe of the subject device broke on the tray, which was put outside the patient. There was no report of injury regarding this event.